Manufacturer narrative:
B4: (B)(6) 2021. A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that no fault was found.

Event description:
It was reported that the ventilators touch panel failed to respond. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.